Event description:
The customer observed false positive alinity I total b-hcg for a female patient. The following results were provided: on 17sept2024, sid (B)(6), initial b-hcg result= 47.17 miu/ml; repeat results <2.30 miu/ml (performed in triplicate). A second sample was collected, result= 13.27 miu/ml, repeat results of new sample <2.30 miu/ml (performed 10 times). There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product list 07p51-20, that has a similar us product distributed in the us, list 7p51-21 / 31. Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing with a retained product and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did identify an increase in complaint activity for lot 62016ud00, however, no related trends were identified regarding commonalities for complaint lot number and issue. A device history record review did not identify any related nonconformances, potential nonconformances or deviations associated with lot number 62016ud00 and complaint issue. In-house accuracy testing was completed with retained complaint lot number 62016ud00. All specifications were met indicating that the lot is performing acceptably. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 62016ud00 was identified.

Event description:
The customer observed false positive alinity I total b-hcg for a female patient. The following results were provided: (B)(6) 2024, sid (B)(6), initial b-hcg result= 47.17 miu/ml; repeat results <2.30 miu/ml (performed in triplicate). A second sample was collected, result= 13.27 miu/ml, repeat results of new sample <2.30 miu/ml (performed 10 times). There was no impact to patient management reported.